Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient first started experiencing the symptoms in 2017. An interrogation was okay, x-rays showed no lead fractures, and the voltage was decreased to 0.65 for relief. The patient stated that the burning sensation was voltage related.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the hcp wanted a manufacturer representative (rep) to check the patient¿s implant. The patient had decreased bladder function, contractions, increased urgency, leakage, and their urine was brown. They also had a burning sensation around the scar/buttocks area, down to their leg since they fell. The hcp didn¿t have information on dates of when anything happened. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the hcp wanted a manufacturer representative (rep) to check the patient¿s implant. The patient had decreased bladder function, contractions, increased urgency, leakage, and their urine was brown. They also had a burning sensation around the scar/buttocks area, down to their leg since they fell. The hcp didn¿t have information on dates of when anything happened. There were no further complications reported or anticipated.